Event description:
Catheter inserted; nurse felt that catheter had kinked. Nurse started to remove catheter. It appeared stuck. Catheter was pulled and it broke. Surgical intervention needed to retrieve piece of catheter in pt. Pt is fine.